Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia event. Based on the provided information, there is no documentation that shows a causal relationship between this hernia event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, hernias are a known complication of peritoneal dialysis therapy and a temporal relationship between the patient's pd treatment and the development of the hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a peritoneal dialysis patient was diagnosed with an inguinal hernia coincident with peritoneal dialysis therapy. The exact date of diagnosis was unknown. The hernia was not pre-existing prior to the patient starting peritoneal dialysis therapy. The cause for the hernia was unknown as the patient typically had low fill volumes and did not have a last fill. The patient was hospitalized for the event and underwent a hernia repair operation. The patient was discharged from the hospital after three days and continued with peritoneal dialysis therapy using a reduced fill volume regimen. Roughly ten days after the patient was discharged, the patient suffered dehydration, dizziness, low blood pressure, and subsequent syncope. The patient was then readmitted to the hospital. The patient stabilized from the event and was discharged from the hospital after two days. The patient¿s fill volume was increased and the patient has been able to continue with treatment without further issues. Additional information was requested but is not available.